Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during device interrogation in the clinic, the pulse generator displayed inappropriate measured battery data. The message was erroneous due to telemetry issue. After re-interrogation the device showed the correct device longevity. No patient symptoms were reported.